Event description:
On (B)(6) 2025, during routine set-up for a patient procedure, ev800 elevating table with four-way float top suddenly dropped to minimum height. The patient was not positioned on the table. Del medical tech support was informed of the event on (B)(6) 2025 via the del medical dealer, who was onsite the next morning. Inspection by the service technician noted that the table was found to have a broken chain. The chain is the mechanical linkage between the motor's rotating shaft and the tabletop which controls the vertical height adjustment. Del medical tech support was provided photos of the broken chain via email. Further inspection of the photos shows evidence that the master chain link had been reinstalled in a reverse orientation. This is evident by the link keeper being installed on the wrong side of the detachable link which created a weak point and resulted in the chain breaking and the table dropping. This could only have happened if the chain link was removed for the purpose of removing the chain from the sprockets and likely occurred during a previous service call to replace the motor in march 2024. Removal of the chain is not necessary during a motor replacement. The ev800 table has been taken out of service by the customer. No injuries were reported. This is the first documented instance of this type of failure.